Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1169928) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
Customer reported being unable to test "for about 2 weeks" due to his adc meter displaying an ER- 4 message upon test strip insertion. Customer further reported that on (B)(6) 2012 "in the late afternoon" he experienced symptoms that were described as "sweaty, woozy and pancre(tic) pain". Customer reported self-administering an unknown amount of insulin novalog and noted that "he guessed at the dose". Customer reported self-presenting to a local health care facility where he was "put of a (unknown) drip", diagnosed with hyperglycemia and treated with intravenous glucose (the diagnosis is not consistent with the treatment provided by the third-party, however this is the information reported by the customer). Customer also reported being administered a new not previously prescribed medication- "mirror lax" (miralax). There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. As per label copy regarding ER-4 messages, the customer is instructed to: conduct a control solution test using a new test strip. If the results of the control solution test are within the appropriate range printed on the side of your test strip vial, retest using blood and a new test strip. If the retest using control solution does not work, or if the error persists, call customer care. (B)(4).